Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Endoscopic ultrasound-guided internalization of a pancreaticocutaneous fistula utilizing a balloon-target technique. Pcfs (pancreaticocutaneous fistulas) still remained after the patient underwent percutaneous drainage and 4 percutaneous endoscopic necrosectomies for walled-off pancreatic necrosis (wopn) after severe acute pancreatitis due to choledocholithiasis. It was decided to use eus to internalize the pcf (pancreaticocutaneous fistulas) into the stomach. The echoendoscope (gf-uct260; olympus medical systems, tokyo, japan) was carefully introduced into the stomach, but because of the narrow pcf lumen, fistula visualization was difficult. This was overcome by inserting a balloon catheter (multi-3 v plus; olympus medical systems) percutaneously into the fistula, and the inflated balloon was visualized by eus from the stomach. Then, the balloon was punctured with a 19- gauge fine needle (so no tip pro control; medi-globe gmbh, rosenheim, germany) through the posterior wall of the upper body of the stomach (balloon-target technique). A 0.025- inch guidewire (visiglide 2; olympus medical systems) was passed through the fistula to the outside of the body through the eus scope. After the gastro-fistula space was dilated with an 8-mm hurricane rx biliary balloon dilatation catheter (boston scientific, tokyo, japan), a 7-french double pigtail catheter (zimmon biliary stent; cook medical, tokyo, japan) was placed from the stomach into the pcf. This file is being created to capture the off label use as a biliary stent was used to treat pcf (pancreaticocutaneous fistulas).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Endoscopic ultrasound-guided internalization of a pancreaticocutaneous fistula utilizing a balloon-target technique. Pcfs (pancreaticocutaneous fistulas) still remained after the patient underwent percutaneous drainage and 4 percutaneous endoscopic necrosectomies for walled-off pancreatic necrosis (wopn) after severe acute pancreatitis due to choledocholithiasis. It was decided to use eus to internalize the pcf (pancreaticocutaneous fistulas) into the stomach. The echoendoscope (gf-uct260; olympus medical systems, (B)(4)) was carefully introduced into the stomach, but because of the narrow pcf lumen, fistula visualization was difficult. This was overcome by inserting a balloon catheter (multi-3 v plus; olympus medical systems) percutaneously into the fistula, and the inflated balloon was visualized by eus from the stomach. Then, the balloon was punctured with a 19- gauge fine needle (sonotip pro control; medi-globe (B)(4)) through the posterior wall of the upper body of the stomach (balloon-target technique). A 0.025- inch guidewire (visiglide 2; olympus medical systems) was passed through the fistula to the outside of the body through the eus scope. After the gastro-fistula space was dilated with an 8-mm hurricane rx biliary balloon dilatation catheter (boston scientific, (B)(4)), a 7-french double pigtail catheter (zimmon biliary stent; cook medical, (B)(4)) was placed from the stomach into the pcf this file is being created to capture the off label use as a biliary stent was used to treat pcf (pancreaticocutaneous fistulas)

Event description:
Endoscopic ultrasound-guided internalization of a pancreaticocutaneous fistula utilizing a balloon-target technique. Pcfs (pancreaticocutaneous fistulas) still remained after the patient underwent percutaneous drainage and 4 percutaneous endoscopic necrosectomies for walled-off pancreatic necrosis (wopn) after severe acute pancreatitis due to choledocholithiasis. It was decided to use eus to internalize the pcf (pancreaticocutaneous fistulas) into the stomach. The echoendoscope (gf-uct260; olympus medical systems, tokyo, japan) was carefully introduced into the stomach, but because of the narrow pcf lumen, fistula visualization was difficult. This was overcome by inserting a balloon catheter (multi-3 v plus; olympus medical systems) percutaneously into the fistula, and the inflated balloon was visualized by eus from the stomach. Then, the balloon was punctured with a 19- gauge fine needle (sonotip pro control; medi-globe gmbh, rosenheim, germany) through the posterior wall of the upper body of the stomach (balloon-target technique). A 0.025- inch guidewire (visiglide 2; olympus medical systems) was passed through the fistula to the outside of the body through the eus scope. After the gastro-fistula space was dilated with an 8-mm hurricane rx biliary balloon dilatation catheter (boston scientific, tokyo, japan), a 7-french double pigtail catheter (zimmon biliary stent; cook medical, tokyo, japan) was placed from the stomach into the pcf. This file is being created to capture the off label use as a biliary stent was used to treat pcf (pancreaticocutaneous fistulas).

Manufacturer narrative:
Device evaluation: n/a. Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution all zimmon biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the zimmon biliary stent stent devices could not be complete as the lot numbers are unknown. As per instructions for use, ifu0045-7, intended use section: ¿this device is used to drain obstructed biliary ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that file was created to capture the off label use that a biliary stent was used as transmural drainage for pfcs (peripancreatic fluid collections). As cook only have a double pigtail biliary stent not a pancreatic stent, it has been assumed this is a biliary stent and is therefore used off label. Root cause review: a definitive root cause could be attributed to off-label use of the device and also there was use of non-recommend wire guide, the 7 fr stent as per the label should use a 0.035" wire guide. When the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Patient outcome is good, since postoperative 2 years, no adverse outcomes such as the relapse of acute pancreatitis or appearance of new pancreatic fluid collection have been reported. Complaints of this nature will continue to be monitored for potential emerging trends.